Manufacturer narrative:
Information has been requested but is unknown at this time. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to turn off the unit and wipe the pins on the scope connector with alcohol. Once it was dry, the customer plugged the unit back in and the device worked as normal. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b30 error with two scopes. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
E2, e3 - three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it is likely the cause is related to dirty pins at the scope connection part. Instructions for use lists the following below: code: b30. Error message: scope communication err (b30). Possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. The video system center cannot communicate with the endoscope. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. -stop using the endoscope and contact olympus. Olympus will continue to monitor field performance for this device.